Manufacturer narrative:
Corrected information has been provided in d4 (catalog and serial). Hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via unknown artery in a patient of unknown age or gender for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. It is reported that a hematoma was noticed after impella insertion. The percutaneous coronary intervention was performed, then it was decided to remove the impella because of the hematoma. The patient was stable, and device successfully explanted. Vascular injury is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.